Event description:
It was reported that an unspecified audible alarm occurred during the prime and dwell phase of peritoneal dialysis therapy on the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing; however failed functional testing. Alarming occurred a considerable amount of time after power up with no display; therefore, rite functional testing failed the display verification step as there was no display while alarming. The sample analysis revealed that the cause of the problem was a blank display with alarming due to the digital board. The device was sent to service; the digital board was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.